Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the physician was explanting the right atrial (ra) lead using a cook system. The technical services (ts) advised on how to proceed with the procedure. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.